Event description:
It was reported that a tria ureteral stent was to be used in a retrograde intrarenal surgery procedure. During unpacking, it was found that the stent was broken. The procedure was competed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.